Event description:
It was reported that the patient has granulated otitis media and the amplification level of the device was significant. The patient was re-implanted on (B)(6) 2010. The floating mass transducer (fmt) of new device is located on the round window instead of ossicular chain.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.